Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated the atrial pacing capture threshold was rising.

Event description:
It was reported that the patient presented with a complaint of being very tired. An interrogation of the implantable pulse generator (ipg) indicated that the atrial lead showed no p waves and had a slight increase in threshold since the last interrogation. In addition, the ipg was under reporting the patient¿s atrial tachycardia/fibrillation and the clinician questioned if the device was sensing appropriately. The ipg and atrial lead remain in use. No further patient complications have been reported as a result of this event.